Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that this pacemaker and competitor leads exhibited episodes of noise and oversensing. Measurements on both leads were within normal limits and there was no other remarkable behavior. Boston scientific technical services (ts) provided suggestions for additional system testing. No adverse patient effects were reported.

Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
It was reported that this pacemaker and competitor leads exhibited episodes of noise and oversensing. Measurements on both leads were within normal limits and there was no other remarkable behavior. Boston scientific technical services (ts) provided suggestions for additional system testing. The physician elected to program the minute ventilation (mv) sensor off and enroll the patient in remote monitoring. It was further noted that the patient has an intrinsic rhythm. No adverse patient effects were reported.